Event description:
A st elevation was reported. It was reported during a paroxysmal atrial fibrillation ablation with pulse field ablation procedure, a versacross connect for faradrive kit was selected for use. After going transeptal, the physician noticed st elevation and worked with anesthesia to manage the occurrence with appropriate medication. Shortly after, the st elevation returned to normal baseline, the physician continued to successfully complete the procedure without any further complications to the patient. The device is not expected to be returned for analysis (disposed). The versacross dilator, faradrive sheath and a 0.35 non-boston scientific (rosen) guidewire was inside the body when st segment elevation noted. There were no malfunctions noted using versacross device (dilator or rf wire) nor there was any difficulty performing transseptal after. St elevation occurred after farawave catheter inserted. The physician commented that it was possible the issue occurred when going transeptal however, no air noted on imaging device. The patient was intubated and there was no underlying patient condition which could of lead to this event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.